Event description:
A report was received that the patient's lead was suspected to be fractured during the trial process.

Manufacturer narrative:
Explanted device will not be returned to bsn as it was discarded by medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing

Event description:
A report was received that the patient's lead was suspected to be fractured during the trial process.

Manufacturer narrative:
Additional information was received that the lead fracture was noticed after the trial. The lead was pulled after the trial implant was complete.

Event description:
A report was received that the patient's lead was suspected to be fractured during the trial process.